Manufacturer narrative:
The product was not returned, therefore a product analysis could not be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve with this delivery catheter system (dcs), a dissection occurred and resulted in bleeding. Following the use of a closure device, the dissection was observed. The vascular complication was successfully treated percutaneously. The cause of the dissection was not reported, but the event was reported as not device related. No additional adverse patient effects were reported.